Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and there is a black circle on the display screen. The customer's blood glucose reading was 518 mg/dl. Troubleshooting advised the customer why the pump may have alarmed however, the customer did not have the time to troubleshoot. The customer was advised to call back when the alarm occurs in order to troubleshoot. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined to return the pump or reservoir for analysis.